Manufacturer narrative:
A patient from the (B)(4) study experienced a non-q wave myocardial infarction (mi) following the implantation of a cypher stent. Past medical history that may have increased this patient's risk for mace includes previous coronary artery bypass graft surgery, hyperlipidaemia, and drug allergies. The target lesion was located in the mid left anterior descending (lad) artery. The lesion was described as de novo, type a, 12mm in length in a 3.0mm reference vessel diameter, 80% stenosed, non-tortuous and with no calcification. The lesion was not pre-dilated before a 3.0x18mm cypher was implanted at 16atms. The instructions for use (IFU) indicates that cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. Post-dilation was performed. No distal disease was left untreated. Timi iii flow was maintained. The residual diameter stenosis measured 0%. Following the procedure, the patient experienced a non-q wave myocardial infarction as evidenced by increased cardiac biomarkers. The event was medically managed with no revascularization required. Sublingual nitroglycerin and intravenous morphine was given as treatment for the event. The patient was chest pain free at the time of discharge two days later and cardiac biomarkers were trending down. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is a known potential adverse event following stent implantation. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, electrocardiogram (EKG) changes and cardiac enzymes increase ultimately leading to an mi diagnosis. Based on the information provided, there are possible patient factors, vessel characteristics and procedural factors that may have contributed to this event.

Manufacturer narrative:
The product is not available for evaluation.concomitant devices included an unknown post-dilation balloon.additional information will be submitted within 30 days from receipt.

Event description:
Adjudication minutes reviewed and confirmed the patient had a non-q wave myocardial infarction on (B)(6) 2011 in the presence of recurrent ischemic pain that lasted greater than 20 minutes that was unrelieved by nitroglycerin, no electrocardiogram change, and no evidence of stent thrombosis. The ECG core lab reported no major st-t abnormalities and no new q waves.

Event description:
As reported by the (B) (4) study, the patient experienced a peri-procedure non-q wave myocardial infarction following the index procedure. The target lesion was located in the mid left anterior descending (lad) artery. The lesion was described as de novo, type a, 12mm in length, 80% stenosed, non-thrombosed, with no calcification. The reference vessel was 3.0mm in diameter and non-tortuous. Pre-dilation was not conducted. A 3.0x18mm cypher rx stent was implanted at 16atms. Post-dilation was performed. No dissection occurred pre and post procedure. Pre and post timi flow was 3. Residual stenosis was 0%. Following the procedure, the patient experienced a non-q wave myocardial infarction. The event was medically managed with no revascularization required. Approximately two days after the index procedure, the patient was discharged. According to the investigator, the event was possibly related to cordis product and probably related to the index procedure. No distal disease was left untreated. ¿healthy tissue to healthy tissue¿ was covered by the stent. Bivalrudin was used during the procedure. Act was 334 at end of procedure. Sublingual nitroglycerin and intravenous morphine was given as treatment for the event. Patient was chest pain free at discharge and cardiac biomarkers were trending down. Current status of the patient was unknown.